Manufacturer narrative:
The returned device was evaluated and a tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Event description:
It was reported that the patient's blood glucose level rose to 390 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pod was leaking during wear and the adhesive was damaged. As treatment, the patient applied a new pod. An investigation of the device confirmed that there was a tear in the pods cannula.